Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a followup report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of manufacturing records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the sensor diaphragm was broken. The adhesive was damaged at the sensor area. The catheter material was severly mashed 9.8 cm from the tip of the sensor case. Due to the condition of the device, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During icp procedure it was noted that the sensor could not zero. The surgeon had to remove sensor. There was no adverse event on patient. Per affiliate: "no delay and it was removed."